Event description:
A mother called for her daughter who uses the product. She said she put a pod on her daughter last evening and during the night when she checked her daughter's bg it was 460. She kept the pod on and gave her an injection. When her daughter woke up her bg was 350. She said that when had filled the pod last night it made a cracking sound. She said the pod beeped and primed so they used it. Since her bg was still high even with the injection they removed the pod and put a new pod on. She was advised not to use any pods that were hard to fill or made a cracking sound. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is a resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.